Event description:
It was reported the patient presented for a left ventricular (lv) lead revision. Prior to the procedure, it was discovered the lv lead exhibited high pacing impedance and loss of capture. X-ray showed clavicle crush. The lv lead was deactivated. During revision on (B)(6) 2024, the lv lead separated into 2 pieces. One piece was explanted while the other was abandoned. A left bundle branch lead replaced the lv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of clavicle crush, high pacing lead impedance, loss of capture and lead fractures were confirmed. As received, a partial lead (only connector portion) was returned in one piece. Visual inspection of the lead found clavicle crush damaging/abrading the lead body insulation. The cause of the reported events was isolated to the clavicle crush.

Manufacturer narrative:
Correction: h6 for coding for fracture.